Manufacturer narrative:
As alleged, a faint crack was noted in the sealed edge of the 3dmax light mesh when unpacked. During the procedure it is reported that the edge strip broke directly when the mesh was curled into the body. The facility did not return the sample as it was in a contaminated state. A photo was provided and shows the mesh in vivo being held in the edge seal by graspers; the mesh/edge seal is torn/broken in this area. Photo review cannot assist with determining root cause. Requested information regarding trocar size used during the procedure; however not provided. The instructions-for-use, supplied with the device states, "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force". Review of manufacturing records shows the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As alleged, during a laparoscopic inguinal hernia repair procedure, when the 3dmax light mesh was unpacked a faint crack was noted. It was reported that during placement of the mesh when it was curled into the body, the edge strip broke directly. Another device was used to complete the procedure. There was no patient injury. The product box was sealed and there was no damage noted to the packaging prior to opening.